Event description:
It was reported that during the farapulse procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that there was appearance of microbubbles during suction after insertion of the farawave. The procedure was completed successfully by using a different device (different model). No patient complications have been reported. The product is not expected to be returned as it was thrown away.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that there was appearance of microbubbles during suction after insertion of the farawave. The procedure was completed successfully by using a different device (different model). No patient complications have been reported. The product is not expected to be returned as it was thrown away. It was further reported that the guidewire was completely on the catheter. Pump was used for the irrigation of device. The bubbles were observed in the flushing line.